Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) ultra clamps failed to occlude the tubing. This issue was further described as, "found leaking into the drain bags while filling". This occurred during fill phase of peritoneal dialysis therapy. There was no reported patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to e3: occupation, h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.